Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/27/2019. Investigation summary: it was reported performance needle breakage. A failed suture needle was submitted for fractographic evaluation. Cracks was noted at the tip of sample b. Sample b was not completely fractured and was one complete piece. A microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surface was examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2018, and suture was used. The needle was easily bent and broken at the tip during dermostitch. There were no adverse consequences to the patient. No additional information was provided.